Event description:
"Piece of cannula broke off in abdomen. Piece was retrieved and new trocar was opened."

Manufacturer narrative:
The incident device was returned and is now being evaluated. Upon completion of eval, a follow-up report will be generated and submitted.